Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, the customer cleaned the speaker holes and reloaded the cartridge to clear the alarm. Additionally, it was reported that there was an alarm 22 despite that there was nothing pressing on the wake button. The customer's blood glucose was 203 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.